Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher sixteen times. The last repair was november 9, 2017 where it was reported that the device was producing an incomplete mesh and the device was evaluated with no components replaced. Initial qa inspection of the skin graft mesher revealed that the comb, roller gear, guide block, and handle were damaged on the device. The calibration was out of specifications. The 1.5:1 ratio cutter, and a 2:1 ratio cutter, both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged comb, gears, damaged hardware, and handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the cutter both failed to produce a passing mesh. The root cause of the incomplete mesh was due to the damaged cutters. A damage on the cutter can result in a less than optimal mesh pattern and can cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device produced an incomplete mesh on a cadaver. No patient or user harm or delay.